Event description:
It was reported that the tip of the device was broken.

Event description:
It was reported that the tip of the device was broken.

Manufacturer narrative:
Upon receipt of the device on (B)(4) 2013, a missing keel tip failure mode was confirmed and we are reporting at this time. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The picture was foggy, caused by moisture inside the system and cracked optical components. The cracked optical components were the consequence of a strongly bent shaft. Further, the distal end was strongly damaged: the keel was missing, the glass fibre was nearly destroyed, and the inner tube was damaged. These damages were caused by improper handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.